Event description:
It was reported that sales rep removed item: 6364-2-236, lot: g3175472 as it was the size the surgeon requested. When the surgery tech tore off the cellophane and opened the box they discovered that the inner packaging was partially open at the corner that has the pull tab. The sales rep asked to see the packaging as it hadn't made it to the sterile field yet and he removed the inner most blister pack, containing the implant, to find that the container was cracked rendering the implant unusable.

Event description:
It was reported that sales rep removed item: (B)(4), lot: g3175472, as it was the size the surgeon requested. When the surgery tech tore off the cellophane and opened the box they discovered that the inner packaging was partially open at the corner that has the pull tab. The sales rep asked to see the packaging as it hadn't made it to the sterile field yet and he removed the inner most blister pack, containing the implant, to find that the container was cracked rendering the implant unusable.

Manufacturer narrative:
An event regarding pack damage involving a v40(tm). Femoral head was reported. The event was confirmed. Visual inspection confirmed that the inner and outer blister were damaged. Medical evaluation not performed as the device was not used in surgery.all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies.there have been no other events for the lot referenced. The investigation concluded that the inner and outer blister were damaged.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.